Event description:
Information received indicates the knee function moved up unintentionally.

Manufacturer narrative:
The facilities engineer found the p73 connector on the knee limit cable ribbon carrier was wired backwards. The engineer corrected the wiring to repair the bed.